Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. According to the customer, the capsule was placed and attached but did not release and the physician implemented the emergency procedure as described in user manual. The capsule stayed on the delivery system and the physician used the scope action that caused a small amount of bleeding. The capsule had come off the esophagus. Pt was well, another capsule was placed normally.